Manufacturer narrative:
(B)(4). Method: the returned complaint evaqua expiratory limb of the breathing circuit was visually inspected and pressure tested. Results: the visual inspection revealed a hole approximately 65mm away from the patient end connector. The hole had the appearance of having been punctured or scratched with a blunt object. The pressure test revealed excessive leak, due to the observed damage. A lot check revealed one other complaint of this nature for this lot number. Conclusion: based on inspection of the hole, the complaint evaqua expiratory limb of the breathing circuit was punctured or scratched by a blunt object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was punctured post-production, possibly during storage or setup. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. Our user instructions advise the user to "fit only supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." The rt340 user instructions include the following statement: "set appropriate ventilator alarms", as ventilator alarms alert the user to a leak in the system and allows caregivers to act by replacing the breathing circuit according to their standard procedures. It also advises the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).

Event description:
A hospital in (B)(6) reported that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test. This was found prior to patient use.